Event description:
It was reported that during testing conducted at the manufacturer facility, the device caused a bias current error to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation.no medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device caused a bias current error to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation.no medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation, corrosion was discovered within the motor, which is a probable cause of the reported bias current error.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. (B)(4): failure analysis is in progress.